Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported while using the day aligners that their teeth have chipped due to the aligners and the tooth on their right side of their two front teeth is not aligned properly. It is crooked and lays behind the front tooth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.